Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they recently encountered a concerning situation where a nurse was unable to pull out sterile water from the foley catheter, or the catheter balloon and the foley could not be removed. The patient ultimately had to be sent to the hospital for removal.